Event description:
Doctor advised that product is not at fault. The case was performed in 2003 to treat a basilar tip aneurysm on a pt, grade 1 bleed. The post case angio showed that the neuroform stent appeared patent and all embolic coils appropriately contained within the aneurysm. In light of the recent hemorrhage the pt was not given the stent protocol of anti-platelet therapy, however a standard endovascular coiling protocol of heparinization was administered. One day later, the pt was found unresponsive, with investigation suggesting that the pt had rebled. The treating physician believed that the incident was not device related. One day later, a follow up angio was undertaken where the stent appeared patent, and all embolic coils appropriately contained within the aneurysm.